Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report a failed sensor. When the sensor was removed, the sensor wire appeared broken and shorter than usual. Pt's mother reported that the pt experienced itching and slight redness at the site shortly after sensor removal, but the mother believed that the reaction was due to the sensor adhesive patch. No medical intervention was required, and pt was fine at the time of his mother's call to dexcom technical support.